Event description:
Additional information from a healthcare professional (hcp) reported they do not have the serial number of the device on file. The hcp noted there were no actions or intervention taken to resolve the leads coming out. There was a follow up appointment on (B)(6) to assess wound and discuss options. The hcp noted the patient had pulled the leads out while going to the restroom at home. The hcp stated the issue was resolved, the patient and family elected to have alternate therapy and the wound resolved. The hcp noted the patient pulled out the test leads on the same as the procedure and there was no change in symptoms. It was noted the patient plans to try pelvic floor rehab. It was noted in the patient¿s medical history they had alzheimer¿s disease, arthritis, breast cancer, hyerlipidemia, hypomolaity, incontinence of urine, frequency ulcerative colitis and unspecified hypothyroidism. The patient was taking the following medications atorvastatin, cyanocobalamin, levothyroxine, and solifenacin. It was reported the patient quit smoking when they were (B)(6) years old. There is no history urolithiasis, kidney disease, or kidney cancer. The patient¿s past surgical history includes colonoscopy x2, dilation and curettage of uterus; and bladder surgery. It is was noted the patient is positive for frequency and urgency. It was noted the patient has overactive bladder.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient's atrial lead came out. The trial had not helped reduce symptoms and she was not able to feel stimulation. When they left the healthcare provider's (hcp) office, the patient was set at 3.0 volts and they increased it to 7.0 volts, but she still did not feel anything and had to go to the bathroom still. The trial began on (B)(6) 2016 and there were no related falls or trauma. She had notified a manufacturer representative (rep) of the issue the same day. The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.